Manufacturer narrative:
No product return is anticipated. Unable to run complaint history check or device history review as lot number is unknown. Quality will continue to monitor on monthly trend reports.

Event description:
On (B)(6) 2014, the reporter stated that the patient experienced an abscess at the site of the insertion of the intima catheter after an ablation system procedure. The patient was treated during wound care and drainage of the abscess with alcoholic dressings, antibiotics and morphine type medication for painkiller.